Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with sensor readings up to ¿high,¿ with over 400mg/dl reported, following an under-announced large dinner, while using the ilet system; the user changed the infusion set multiple times without observed device or supply issues and later administered a 16-unit subcutaneous insulin injection off-pump, after which glucose returned to range. Symptoms included headache. Outcomes included no medical intervention, no assistance from others, no hospitalization, and no ketone testing. Investigation included review of user reports and system data. Investigation of this case revealed hyperglycemia associated with incorrect meal announcement and subsequent recovery after manual subcutaneous insulin and reconnection, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management, specifically incorrect meal size announcement, with device performance within specifications.